Event description:
The manufacturer received information alleging when the sales rep was preparing the new device for delivery to a customer, the screen turned red and the device became inoperative. There was no harm or injury reported. The ventilator was returned to the manufacturer service center for evaluation and the ventilator inoperative alarm was not reproduced during an operational check. The error log was reviewed and a ventilator inoperative error code, evt_commsfail_ui_to_tpy, related to a communication failure between the system board and the display board was observed. The display board was replaced to address the issue.